Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access primary set would not engage with the IV (intravenous) connector. It was further stated that the end of the tubing kept ¿popping off¿. This issue was identified when attempting to reconnect the primary tubing to the IV. It was further stated that when an attempt to reconnect the tubing to a different IV, the primary tubing still did not engage with multiple IV sites. The set was used for heparin infusion. A new set was obtained and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.